Event description:
It was reported "saline leaked out when flushing during use. Therefore, the user removed the catheter and replaced it with a new one. No harm to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "saline leaked out when flushing during use. Therefore, the user removed the catheter and replaced it with a new one. No harm to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, one-lumen cvc catheter for analysis. Definite signs of use were observed on the proximal end of the catheter body. Visual analysis revealed a hole on the extension line towards the proximal end. The edges of the hole were smooth and tapered, consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel , scalpel, scissors, etc). The cut in the extension line was measured 23mm, from the luer connector. The overall length of the extension line measured 91mm, which is within the specification limits of 90mm - 92mm per the extension line product drawing. The overall length of the catheter measured 205mm, which is within the specification limits of 201.5mm - 210.5mm per the catheter product drawing. The outer diameter of the extension line body measured 1.62mm which is within the specification limits of 1.65-1.75mm per the catheter extrusion drawing. The inner diameter measured 1.0414mm, which is within the specification limits of 1.02-1.12mm per the catheter extrusion drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen (s)." When flushing the extension line, a leak was observed at the hole in the extension line. A manual tug test confirmed that the extension line was secure within its juncture hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a leaking catheter was confirmed through investigation of the returned sample. Visual and functional inspections revealed a hole in the extension line towards the luer hub. The edges of the hole were smooth and tapered, consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). The catheter showed signs of use along the body, which indicates that the sample was handled by the customer. Therefore, based on the customer report and the circumstances of the received sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.